Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in clinic for a routinely scheduled wound check and it was found that the left ventricular (lv) lead exhibited a sudden rise in thresholds. The lv lead was scheduled for a revision, and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.